Event description:
It was reported that during pre-testing it was observed that the "color was flaking off" of the labels on the aneurysm tray device. According to the report, the user observed that there was "bubbling" under the paint. The reporter indicated that the "pink color" seemed to be affected the most. The actual device was used in the scheduled surgery and surgery was completed successfully. There were no reports of injuries, adverse events, or medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.(B)(4).